Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Load fill tubing was not verified. Alarm altitude issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.